Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from slovenia that the electric pen drive device could not be turned off. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the electric pen drive device would run in the locked position, had insufficient/low power, moving parts of the device did not move smoothly, and had unintended activation/motion. It was further determined that the device failed pretest for check for unintended motion, check handpiece in ¿lock¿ mode, check with hand switch in ¿lock¿ position, check general function with test hand switch, check function in forward (fwd) and reverse (rev) running mode, check function in ¿lock¿ mode with foot pedal, check general function with foot pedal, and check speed with tachometer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear.